Event description:
During device change out for normal eri, externalized conductors were seen via fluoroscopy. Patient was asymptomatic. No elecrical anomalies noted. The lead continues to be monitored.